Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to breakage of the post on the articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the implant shows implant fracture. Attached photographs and prints show that the post has fractured off and device is discolored and shows wear on proximal and distal surfaces. The packing insert also suggests that fracture, malalignment of the prosthetic knee components are possible harms. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.